Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 3: reports the tubing is not infusing the correct number of drops. The pump would indicate the medication was infused, however there would be a significant amount of medication left in the bag. Once the tubing was changed to a different lot number, the issue was resolved. This has occurred with multiple medications on at least 3 different patients and pumps. There was no patient injury.